Event description:
It was reported that the instrument was broken on the tip. Although the instrument was used intraoperatively, no pt injury was reported.

Manufacturer narrative:
(B) (4): the instrument was returned to the MFR for evaluation. The visual examination shows that the upper shaft jaw pivot pin hole is cracked, and the pivot pin is missing. The location, and amount of force required in order induce cracking of the shaft is consistent with the application of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.